Event description:
It was reported that an ilet bionic pancreas displayed repeated ¿alert 41 ¿ insulin, absolute range error¿ during initial use, persisted after resets, setup attempts, firmware update, and restarts, which prevented setup completion and normal pump operation while the user continued glucose monitoring with a dexcom g6. Symptoms included no reported adverse clinical effects or changes in blood glucose status. Outcomes included interruption of insulin pump therapy requiring device replacement and return logistics for further evaluation. Investigation included technical troubleshooting with software update verification and remote education. Investigation of this case revealed that the alert persisted despite completed updates and power cycles, indicating a device malfunction related to insulin delivery control outside acceptable range. It was concluded that the device malfunctioned, necessitating replacement, with no patient injury reported.